Event description:
Doctor was doing a shoulder scope and needed an arthrex suture anchor. It malfunctioned and was stripped and would not screw in and hold like it was supposed too. Had to open another one.